Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder joint dislocation surgery, the anchor fractured and it was removed from the patient. An additional bone hole was made and there was a surgical delay greater than 30 minutes but a backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One twinfix ti 2.8 ultrabraid assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The threaded portion of the anchor has broken at its eyelet hex and was not returned for examination. Examination of the inserters distal end confirmed the hex of the anchor remains in the inserter and is no longer aligned with the inserters hex. The condition of the device indicates it was subjected to excessive force during insertion. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.